Event description:
It was reported that a volume discrepancy > 25% was noted. The expected reservoir volume was 3ml; the actual reservoir volume was 13 ml. Per the reporter, the pt was not receiving any morphine/bupivicaine. No specific symptoms were reported. A dye study was performed. The hcp attempted to aspirate from the catheter. It was determined that the pump was continuously flipping and the catheter was extremely coiled at the pump site. The catheter was revised and a mesh pouch was used to reinforce the pump site. The pump was restarted at the daily dose of morphine 1.5 mg and bupivicaine 6 mg.

Manufacturer narrative:
Results: used for the catheter.